Manufacturer narrative:
Device remains implanted. Additional clinical information has been requested. Investigation is ongoing and limited to review provided by user and device history record review. Results and conclusions will be submitted in a follow up report.

Event description:
Patient implanted with xcm biological mesh. After surgery, patient had prolonged pyrexia of unknown origin - presumed reaction to the biological mesh. The patient then had multiple courses of antibiotics and prolonged hospital admission due to this reaction.

Manufacturer narrative:
The manufacturer's investigation was limited to review of the device history record and limited clinical information from the complaint reporter. The device history record investigation determined that the product was produced according to specification, inclusive of total sterilization dose, and met post-sterilization endotoxin testing requirements. Based on the investigation and the available information from the reporter, the root cause of the fever cannot be determined. Nevertheless, fever is addressed as a potential harm in the risk analysis, which could be related to multiple potential hazardous situations. Reports of fever from clinical use are well below the estimated probability of occurence in the risk analysis. No adverse trends have been detected.